Manufacturer narrative:
Internal complaint number: (B)(4). Autonumber # (B)(4). A lot history search is not applicable because this is a reusable, OEM device. Due to the age of the device, a c of c is not readily available on-site.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure,t.w. Power supply did not work when tested. No patient involvement.

Manufacturer narrative:
Internal complaint number trackwise# (B)(4). Autonumber # (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure,t.w. Power supply did not work when tested. No patient involvement.

Manufacturer narrative:
(B)(4). Signs of clinical use and no evidence of blood was observed. Crack was observed in the area between the power switch and adaptor plug extending till the light indicator. No other visual defects were observed. An electrical evaluation was observed as peer the service manual section d- ¿functional tests¿ using a precision multimeter and a 0.62ohm resistor hemopro power supply test box . The test box uses the 10k ohm resistor that is built into the hemopro cable. The device failed the electrical evaluation. The power supply would not turn on. The voltage and the current values were zero. Based on the return condition of the device and the evaluation results, the reported complaint was confirmed for the reported failure mode " failure to deliver energy" and the analyzed failure mode " crack".

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure,t.w. Power supply did not work when tested. No patient involvement.

Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure,t.w. Power supply did not work when tested. No patient involvement.

Manufacturer narrative:
(B)(4). This is a reusable OEM device; therefore, a lot history review was not applicable. The product is not returning. A serial number was not provided and the specific product serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure,t.w. Power supply did not work when tested. No patient involvement.